Manufacturer narrative:
(B)(4). Date sent: 2/10/2017. Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. The following information was requested, but unavailable: did the device deploy any staples? Or did the device lock out and not cut or staple?

Event description:
It was reported that during a radical resection of left lower lobe lung cancer procedure, the device could not cut the tissue on its first firing and the jaws could not open. The surgeon pulled the device from the tissue with force. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that one ec60 device was returned with the firing mechanism damaged and with a gst60w partially fired reload. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence. The device was disassembled to verify the condition of the internal components and the pin pawl was noted to be not properly flared, causing the firing mechanism not to properly operate. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.